Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience of seal component separation. The black component was identified to be the septum, an internal rubber component of the seal. The shield, a clear internal plastic component of the seal, was dislodged from the seal subassembly. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event based on the evaluation of the returned unit. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. Based on subject matter expert feedback, the infection was likely caused by issues related to surgical preparation and sterility. As such, the patient¿s infection is not attributed to the event unit.

Event description:
Procedure performed: partial cholecystectomy through laparoscopy. Event description: translation: [patient age - redacted]-year-old patient was hospitalized for cirrhosis child a5 (mixed chv and ethylic) for a partial cholecystectomy through laparoscopy on 31 october 2023. Declaration: the trocar, that was positioned at the umbilical level, dislocated towards the end of the procedure. Two parts came off during the procedure. Firstly, a black part (indicated in yellow by the letter b on the photo) came off when the surgeon removed the scope from the trocar, and came out with the scope. At the end of the procedure, a transparent part (indicated in green by the letter a on the photo) remained in the patient's abdomen. When the surgeon removed the trocar, the transparent part was removed with the throw-in bag containing the surgical specimen, because it stuck to the bag. No unusual manipulation of the trocar was done that day. Extract from the surgical report: while exteriorizing the bag through the optical trocar, the seal of the trocar broke, the plastic part stayed in contact with the bag and could finally be removed without complication. Current patient status: patient febrile (39.6°c) on 08/11. Ascites puncture revealed two micro-organisms: klebsiella pneumoniae and staphylococcus epidermidis. Ceftriaxone antibiotic treatment was initiated for 5 days. Actions taken in the hospital to manage the patient: pieces of the trocar removed. No special monitoring. Report to manufacturer. Additional information received from applied medical representative via email on 23jan24: the piece likely dislodged from the cannula, however the representative is not certain. It is not known which instrumentation was used prior and at the time of the incident. No internal seal components were removed or cut in order to inspect the damaged component. Diameter and angulation of the scope used is 10mm and possibly 0°. Intervention: pieces of trocar removed. Patient status: patient febrile (39.6°c) on 08/11, klebsiella pneumoniae and staphylococcus epidermidis infection, no special monitoring.

Manufacturer narrative:
No product is being returned to applied medical for evaluation. A follow-up report will be sent upon completion of the investigation.

Event description:
Procedure performed: partial cholecystectomy through laparoscopy. Event description: translation: [patient age - redacted]-year-old patient was hospitalized for cirrhosis child a5 (mixed chv and ethylic) for a partial cholecystectomy through laparoscopy on (B)(6) 2023. Declaration: the trocar, that was positioned at the umbilical level, dislocated towards the end of the procedure. Two parts came off during the procedure. Firstly, a black part (indicated in yellow by the letter b on the photo) came off when the surgeon removed the scope from the trocar, and came out with the scope. At the end of the procedure, a transparent part (indicated in green by the letter a on the photo) remained in the patient's abdomen. When the surgeon removed the trocar, the transparent part was removed with the throw-in bag containing the surgical specimen, because it stuck to the bag. No unusual manipulation of the trocar was done that day. Extract from the surgical report: while exteriorizing the bag through the optical trocar, the seal of the trocar broke, the plastic part stayed in contact with the bag and could finally be removed without complication. Current patient status: patient febrile (39.6°c) on (B)(6). Ascites puncture revealed two micro-organisms: klebsiella pneumoniae and staphylococcus epidermidis. Ceftriaxone antibiotic treatment was initiated for 5 days. Actions taken in the hospital to manage the patient: pieces of the trocar removed. No special monitoring. Report to manufacturer. Intervention: pieces of trocar removed. Patient status: patient febrile (39.6°c) on 08/11, klebsiella pneumoniae and staphylococcus epidermidis infection, no special monitoring.